Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have a broken main tube approximately 3.66mm from the distal tip. Components adjacent to this broken main tube do not show damage which may indicate potential mishandling/misuse. There is exposed tubing fiber on the distal end of the tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip was bent on a fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.